Event description:
Further information was received from the patient's treating nurse indicating that the burping continued even when device was off. The patient is undergoing further gi investigations and there is a speculation to the possibility that patient is swallowing excess air. The patient's device was programmed back on as seizure severity increased while the device was switched off.

Event description:
It was reported by a nurse that a vns pt experienced burping and acid reflux due to unk reason. Further info was received by a company representative indicating that when the pt was seen in clinic it was clear he was very distressed and burping continually. The treating nurse decided to program the device off for a small period of time and it was noted that the burping was reduced and after 30 minutes it had almost stopped. The pt's family then decided to keep the pt's device off until his next review in (B)(6). The treating nurse believes that there may have been an original cause for the symptoms which were then exacerbated by the vns, as the symptoms did not start until many weeks after the last setting change and he has had the vns for 4 years.